Event description:
The customer was hospitalized for low blood sugar levels. The customer was calling to treat low blood sugar level. Troubleshooting was done on the pump and verified that the settings were correct. The customer's last set change was the night prior to being hospitalized. The pump passed functional tests and no significant findings. The customer requested a replacement pump at the time of the call. The customer was instructed to monitor blood sugar levels closely.